Manufacturer narrative:
Additional information indicates that the device is unavailable and will not be returned for investigation.

Manufacturer narrative:
Corrected information was provided in d3. Upon review, it was identified that it was inadvertently omitted from the initial report. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the high purge pressure was due to biomaterial ingestion based on pattern observed in returned data logs.

Manufacturer narrative:
D6b explant date was added.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), with a history of known coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as scai shock stage c. During support, a "purge pressure high" alarm was discussed. No kinks were found in the line. ECMO was running concurrently. Abiomed best practices were discussed and lysis protocol was sent. Tissue plasminogen activator (tpa) was utilized for high purge pressure to mitigate the impact of biomaterial within the motor and there was no impact on the patient. The patient remained on support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.